Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported a leakage from the bending section and the device was sent to olympus. Then, olympus inspected the device at the service department of olympus medical systems (B)(4) private limited and found that there were foreign materials around the forceps elevator of the device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the foreign material around the forceps elevator was attributed to the following occurrence mechanisms. After the reprocessing, water remained in the instrument channel or on the distal end including the forceps elevator, and corrosion occurred on around the forceps elevator while the subject device was stored. Then the corrosion looked like the foreign material. There was a difference between the reprocessing method conducted by the user and the reprocessing method recommended by the instruction manual. So residue remained after the reprocessing.